Event description:
The facility reported that as they were using the uno 102em to transfer a resident from wheelchair to bed ,that the lift tipped over and the resident fell to the floor. Resident suffered two broken legs - femur and tibia.